Event description:
Wrong results were released on a pt due to a problem in the interface between the lis and the analyzer. This same interface problem has occurred approximately 6 times in the last 12-18 months with results from our hematology analyzer. The problem has only occurred when data innovations (the interface product) has been set to hold results for reivew by the technologist. The results from the analyzer printout match what is displayed in the review and release screen in data innovations; however, the results sent to the lis when the results are released by the technologist do not match what was viewed on-screen; in fact the results sent to the lis are from a totally different sample.